Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for the last 6-8 months when the patient would charge their implantable neurostimulator (ins) that after an hour of charging the "skin became hot and the battery inside felt like it was burning." Additional information received reported that the ins was still implanted and the patient was given a replacement recharger because hers was "heating up." Additional information received reported that the device tested okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.